Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The software was installed and the collimator was calibrated during the svc call. The sys was tested and found to be working as intended and put back into svc.